Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to customer's blood glucose. A replacement usb cable was sent to the customer to address the event.